Event description:
Information was received indicating that this ambulatory infusion pump failed volume metric accuracy testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Upon visual inspection, one smiths medical infusion pump was noted to have no physical damage. The DHR was reviewed and was found to be in compliance. Additionally, the pump underwent functional and pressure testing, and the delivery accuracy tests found the pump to be delivering within manufacturer's specification of +/- 6%. As a result, the customer's concern regarding failed accuracy was unable to be confirmed.